Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (approx 300 mg/dl). Customer confirmed that insulin was being delivered through the patient line. Customer administered a manual insulin injection and bg level improved to 272 mg/dl. System check with tandem technical support indicated that the pump performed as intended. Recommendation was made to change infusion site and review pump settings with health care provider. Follow up with customer indicated that customer consulted with health care provider, changed site (blood was noted), and changed pump temp rate. Customer's bg level decreased to 59 mg/dl; however, two days post report, bg level was reported as "great".